Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was received. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline infection that began on (B)(6) 2017. The patient had been provided treatment at a previous unspecified facility, but the drainage at the driveline exit worsened. Some erythema was also present at the exit site. The white blood cell count (wbc) on (B)(6) 2017 was 8.16 x 10^3/ul, the patient¿s reference range was 4.6 - 10.2 10^3/ul. The patient was reportedly afebrile. On (B)(6) 2017, infectious disease (ID) was consulted and superficial staphylococcus aureus was found. IV vancomycin was started for 3 days, then the patient was switched to IV cefazoline. Blood cultures were negative. A CT scan of the abdomen and pelvis found no evidence for lvad driveline abscess or intra-abdominal/intra-pelvic evidence for infection or abscess. The patient was to receive ancef for 4 weeks and then suppressive therapy. Treatment with parenteral antibiotics, ancef and vanco, was for a total of 39 days. The patient was discharged home on (B)(6) 2017 and continued on 6 weeks of IV antibiotics then oral keflex for 22 days. The infection did not resolve until (B)(6) 2017, when the patient was transplanted. No additional information was requested.

Manufacturer narrative:
The pump remained in use supporting the patient until the patient received a heart transplant on (B)(6)2017. The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-00647. Refer to medwatch MFR report # 2916596-2017-00647 for a full evaluation of the device. The evaluation of the device did not reveal any abnormalities that would contribute to a functional issue. The pump was functionally tested and operated as intended. A correlation between the reported driveline infection and the evaluation of the device could not conclusively be determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.